Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 70 mg/dl. Customer reported of having low blood glucose since having surgery. Customer's blood glucose dropped to 20 mg/dl. Healthcare professional made adjustment to insulin pump settings. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart alarm test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The device had cracked battery tube threads, shifted end cap sticker and minor scratched lcd window.